Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rap (rapid atrial pacing) display is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Device initially failed one step in the functional test but was retested ten times and passed. Device was bench tested in an environmental chamber and no anomalies were observed. It was noted the main clear cover is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.